Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation and pt complications occurred. The physician was attempting to direct stent a greater than 70% stenosed de novo lesion in a non-tortuous and severely calcified mid left anterior descending artery. A 3.00x16mm taxus liberte' drug eluting stent was deployed in the lesion. After the stent was deployed, the pt experienced rhythm changes and a drop in blood pressure. A perforation distal to the lesion was observed. The physician "felt that some calcium likely broke loose during the stenting and resulted in the distal perforation." The perforation was repaired with a non bsc stent graft system. No further pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.